Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The therapy pcb assembly was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control evaluated the customer's device and observed that the device displays "connect electrodes" and locked up after failing the self test. Physio replaced the therapy pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The therapy pcb assembly was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed the user test and when attempting to power the device back on, the service indicator was present and it won't complete the boot-up process. There was no patient use associated with the reported event.